Event description:
A surgeon reported that a memory lens iol implanted in the right eye of a patient has since opacified with a diffuse anterior granular surface. Visual acuity reported as 20/100 at in 3/2005 office visit. Prognosis stated as guarded and patient has been referred to a retinal specialist for further evaluation. Request has been made for additional information. No further information is available at this time.